Event description:
It was reported, that information was received, from a manufacturer's representative (rep). Via a patient, regarding an external device. The reason for call, was the caller reported, that the recharger was not responding to button presses. Prior to calling, the rep had the patient attempt to reset the recharger, put the recharger on the dock. And confirmed, that the dock had power, but they were not able to resolve the issue. During the call, tss had the patient relative reset the recharger by pressing and holding the power button for 30 seconds. The recharger battery lights continue to flash. The issue was not resolved through troubleshooting. No symptoms reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot#: (B)(6). The analysis of product ID: wr9200, serial#: (B)(6) revealed, that "led's scroll continuously device is unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.